Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test and self-test. The stop idle current and run current measurement tests are within specification. No unexpected low battery alarm noted. The insulin passed off no power alarm test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump communicated properly with the test blood glucose meter, the test value on the meter was properly displayed on the pump screen; no pump meter communication anomaly or unexpected errors noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 32 mg/dl. The customer's blood glucose at the time of the call was 354 mg/dl. The customer was treated for their blood glucose with food and a glucagon shot by paramedics for the low blood glucose levels. The customer was hospitalized at (B)(6) 2016 with a blood glucose level of 34 mg/dl upon admission. The customer was wearing the insulin pump during their hospital stay. The customer believes that their insulin pump is over delivering insulin. Customer is unable to upload to carelink at this time. The customer returned the product for analysis.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.